Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the device was received and evaluated. The complaint can be confirmed. Visual inspection reveals that there were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are in the proper location. The probable root cause of this failure is an excessive force was applied to the trigger handle. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. We cannot determine why the implants did not release. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/22/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during a knee arthroscopy the truespan peek 12 degree first or second backstop could not be fired, it was blocked. It is unknown if the case was completed, if there was a surgical delay, or if there was harm to the patient.